Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Per details received on incoming e-complaint (B)(4) from fs log # 100346: leep system: not cutting tissue properly. Fs log # 100346.

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured under wo (B)(4) on 6/1/2000 and shipped 6/16/2000. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Most similar descriptions on the complaints tend to be related to a bad diaphragm or not confirmed. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 05/11/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the root cause is attributed to end user error. As no history of service exists for this 22 year old system, the unit is deemed to have been used incorrectly. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. *correction and/or corrective action the unit was evaluated, fitted with a new diaphragm, a new diaphragm socket, tested to specification and returned to the customer. Pertaining to the diaphragm: sustaining engineering had successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training required. Was the complaint confirmed? No.

Event description:
Not cutting tissue properly. Leep system 1000 esu gen 52969 e-complaint (B)(4).